Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stopped, and infusion was successfully restarted. Per reporter, the pump was turned off, settings reviewed, and the port dressing had been changed. The patient reported no alarms were noticed to be occurring before the pump stopped. The pump was replaced for the patient to receive the remainder of the treatment. A continuous infusion rate of 5.2 ml/hour had been programmed, with a total reservoir volume of 215.1 ml and given 24.9 ml. There was no reported patient harm.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.